Event description:
Per the customer, the device was leaking debris during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, the device was leaking debris during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.